Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the physician tried to implant two right atrial leads, but they failed to get the required parameters. The leads were explanted and replaced and the patient was fine.

Manufacturer narrative:
Correction: upon review, the lead should not have been submitted as a medical device report (MDR) as the event did not indicate a malfunction caused a serious event. The lead was the replacement for 2088tc/52, (B)(4) and is still implanted in the patient.